Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting in the pump shutting off. The customer¿s blood glucose was over 360 mg/dl (specific value not provided). Multiple attempts were made by tandem technical support to gather additional . However, no response was received. No additional information was provided.